Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. It was reported that 3 screws were not placed to according to plan. The misplaced screw was removed and replaced. The cause of the reported issue was traced to user technique.

Event description:
It was reported that 3 screws were not placed to according to plan. The misplaced screw was removed and replaced.